Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs. Device history records (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2018-10404.

Event description:
It was reported that a patient experience a bone fracture approximately 1 month post operatively. Attempts have been made and no further information has been provided.